Event description:
This complaint is now reportable based on the analysis completed on 03/31/2008. It was reported that during a coronary drug eluting stenting treatment procedure, the stent could not cross the lesion. The lesion was 80% stenosed located in a tortuous, mildly calcified segment of the distal left circumflex (lcx). Vascular access was femoral. The 3.0x8mm taxus liberte' drug eluting stent could not cross the lesion. The procedure was completed only with poba type of balloon unspecified. No patient injuries or complications were reported. However, the returned product revealed stent damage.

Manufacturer narrative:
Initial visual examination of the returned unit found severe damage to the proximal edge of the stent. No kinks or damage were noticed along the shaft of the device. A recommended sized guidewire (0.014 inch) was inserted through the lumen with no restrictions noted. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. The manufacturing records have been reviewed and no issues or discrepancies were found. The most probable root cause for this event is operational context due to the likelihood of anatomical and or, procedural factors encountered during the procedure which contributed to the reported event.